Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device review, the user report of no image was confirmed as a faulty patient board set was discovered. This board was replaced, tested successfully, and the device was returned to on (B)(6) 2020. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the evis exera iii video system center experienced connector issues. According to the initial reporter, the receptacle where the pigtail plugs in was not functioning properly. The image would flicker, then go black. There was no patient harm or consequence report as a result of this event.

Event description:
The customer confirmed this issue occurred prior to the procedure. The intended procedure and patient demographics were not provided; however, the intended procedure was able to be completed without a delay, using the same device. There were no other devices involved in the event. There was no patient injury, infection or medical intervention required. The device was inspected and no damage or abnormalities were observed. There were no errors, warnings, alarms or alerts received. It is unknown as to whether the connection was secure.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the event occurred due to a failure of the operational amplifier.